Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. While on support, the automated impella controller (aic) displayed a placement signal unreliable alarm with loss of placement signal. Support was continued, and the patient was successfully weaned off the device.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs verified from the day of the event, align with the complaint. The logs show that after three days of support, the optical signal became unreliable, and a "placement signal not reliable" alarm appeared. The console was sent back to field service for further investigation. The reported complaint could not be reproduced. The optical system of the console was tested and confirmed to be functioning properly. The root cause of the unreliable placement signal was due to a intermittent malfunction of the optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.